Event description:
Procedure: sigmoid resection. According to the reporter: the customer reports firing the stapler to staple the sigmoid and it was transected. The surgeon attempted to place the eea but there were no staples at the point of transection. The staples deployed when the instrument was dry fired. There was bleeding of the transected sigmoid. The anastomosis was created by suturing. The patient is in satisfactory condition. The amount of blood loss was minimal, less than 250cc. The staples deployed after an additional attempt outside the patient cavity.